Manufacturer narrative:
No erroneous results reported. The installation specialist determined an issue with the sodium electrode and performed electrode etching.

Event description:
Discrepant sodium results reported from correlation studies. The following results were generated during the comparison. Repeat testing performed on another analyzer same methodology.